Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. The pump passed displacement test and self-test. No blank display noted during testing. Pump received with high sleep current and high active current measurement due to moisture damage to pcb1 and pcb2. Successfully downloaded history files and traces using thus. Unable to generate power management graph due to partial pump history download caused by upload error. No alarms or alerts noted during testing. However, verified the pump alarmed 49 on (B)(6) 2025 03:22:03.000 (line number 324 file number 39) in the history files. Test p-cap and reservoir locked properly into reservoir compartment during testing. Found moisture damage to pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, cracked retainer ring, cracked battery tube threads, cracked keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and broken belt clip rails. Blank display was not observed during analysis. Blank display not confirmed. High sleep current and high active current confirmed due to moisture damage to electronic assemblies. Upload error confirmed. Verified pump error 49 alarm in pump download history files. Pump error 49 confirmed. Confirmed moisture damage to pcb1 board and pcb 2 board. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the display of the insulin pump being blank. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed, and the customer reported pump error 49(history pointers failed. The history pointers are corrupted). The customer also reported that no damage to the battery cap or compartment. Troubleshooting was partially performed for he pump error. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1715kl was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.